Event description:
Country of complaint: (B)(6). During usage of the suture, there was separation between the needle and the thread at their point of contact. This has also occurred during removal from package.

Manufacturer narrative:
U.s. Reporting agent notified on: (B)(6) 2015. Mfg site investigation: eval on-going.